Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the night before the day of the event the patient self-treated when the cgm reading was low. The following morning ((B)(6) 2025), when the patient woke up around 10:30am, the patient experienced feeling tired and exhausted. An ambulance was called by the husband and when a fingerstick was taken by the paramedics the cgm reading was low, and the blood glucose reading was first 33.0 mmol/l, and then 38.0 mmol/l. The patient was brought to the hospital where they were treated with intravenous insulin and fluids. The patient was discharged the same day at 10:00pm. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.